Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.

Event description:
The event is reported as: the shaft disconnected from the applier. No patient injury or intervention reported.